Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be an issue with the pump's expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump under delivered. Continuous rate was 2.2 ml/hr, reservoir volume was at 100 ml with 46 hrs given. No patient injury was reported.